Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 2.1, lab: 1.4. Time elapsed between each method of testing is one hour. Pt's therapeutic range is 1.8-2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result with lab result provided by end-user at the time the complaint was filed: date: (B)(6) 2012, inratio: 2.1, reference: 1.4, mean: 1.75, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported milking the pt's finger in the attempt to collect a sufficient sample for the test. Per product guide, precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. In-house therapeutic donor testing has been performed on reported lot# 284364. Results as follows: donor (B)(6), inratio: 2.3, inratio: 2.4, inratio: 2.4, reference: 2.04, %cv: 2.44. Donor (B)(6), inratio: 3.4, inratio: 3.5, inratio: 3.5, reference: 3.64, %cv: 1.67. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Improper techniques were identified in the complaint; however, these could not be ruled out as a cause of the unexpected results. The product was not expected to be returned; therefore, retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4), no further action is required. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.